Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the delivery accuracy test. The displacement test functioned properly. The motor was tested outside of the device and passed. The insulin pump primed properly during testing. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. The low reservoir alarm functioned properly. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump and blood glucose readings registered properly in the daily history noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 38mg/dl and treated with glucose. Customer indicated that their blood glucose value was 270mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The customer indicated that the pump went through an airport scanner. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.